Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot met the releasing criteria.

Event description:
During a neurovascular procedure it was reported that an aristotle colossus guidewire fractured inside of a catheter during a cerebral angiogram with thrombectomy procedure. All of the wire was retrieved and there was no patient injury.